Event description:
Customer reported that map shifts occurred during the last few procedures. Initially, the physician thought the shifts were caused by patient movement. However, the physician now believes that the map shifted even when the patients stayed still and with no movement to the reference patch according to the location setup. Issue was reported after case. No patient consequence has been reported in regards to this complaint.

Manufacturer narrative:
Multiple attempts were made to acquire more information. However, no additional detail has been obtained regarding this complaint. (B) (4).